Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The procore 22 g55736 needle would not pull back into the sheath. The following information has been received via email on 25aug2023. Sg 25aug2023. 1. Did any unintended section of the device remain inside the patient¿s body? No. 2. Was the patient hospitalized or was there prolonged hospitalization? No. 3. Did the patient require any additional procedures due to this occurrence? No. 4. Did the product cause or contribute to the need for additional procedures? No. 5. Has the complainant reported any adverse effects on the patient due to this occurrence? No. 6. Has the complainant reported that the product caused or contributed to the adverse effects? No. The following information has been received via email on 25aug2023. Sg 25aug2023. 12. How was the procedure able to be completed? Another cook needle. 13. Are images of the device or procedure available? No. 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. A. Please specify if yes. 15. If the device is a procore needle, is the device damage located at the notch / core trap? No. A. If no, please specify where the damage is located: 16. Was gaining access to the target site difficult? No. 17. Was the device used in a tortuous position? No. 18. Was puncture of the target site difficult? No. 19. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Pancreas. A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 20. Please describe the size of the intended target site. N/a. 21. Was the device damaged in packaging prior to removal? No. 22. Was the device damaged on removal from packaging? No. 23. Was force required to remove the device? No. 24. What is the scope manufacturer and model number that was used? Pentax eus. 25. Was resistance felt while inserting the device through the scope? N/a. 26. Was the scope recently serviced / repaired? N/a. 27. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? N/a. 28. Was the syringe used during the procedure, after the stylet was removed? N/a. 29. Was difficulty experienced while retracting the needle? N/a. 30. Was it possible to fully retract the needle into the sheath before removing the device from the patient? No. 31. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a. 32. Was the stylet partially removed when advancing the needle into the target site? N/a. 33. How many samples were obtained (passes completed) with this needle? N/a. 34. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a. 35. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? N/a.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 19-dec-2023.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/label: the notes section of the instructions for use, ifu0077, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. "Ensure the stylet is fully inserted when advancing the needle into the biopsy site¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined from the available information. A possible root cause could also be attributed to the positioning of the device during the procedure which potentially could have caused the needle to kink distally resulting in it being unable to retract into the sheath. Another possible root cause could be attributed to the device coming in contact with a hard lesion or the needle possibly getting stuck in the scope which would have placed pressure on the needle potentially leading to the needle kinking distally, causing the retraction difficulties experienced resulting in the user being unable to retract needle into the sheath. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the initial reporter, needle would not pull back into the sheath. Confirmed quantity of 01 device, confirmed used. Investigation findings conclude that a possible root cause could also be attributed to the positioning of the device during the procedure which potentially could have caused the needle to kink distally resulting in it being unable to retract into the sheath. Another possible root cause could be attributed to the device coming in contact with a hard lesion or the needle possibly getting stuck in the scope which would have placed pressure on the needle potentially leading to the needle kinking distally, causing the retraction difficulties experienced resulting in the user being unable to retract needle into the sheath. Complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.